Event description:
It was reported that this right ventricular (rv) lead has threshold of 2.4 volts at 04 millisecond. The physician is contemplating if this lead should be revised or not. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).